Event description:
It was reported that when undocking from the patient after the robotic portion of a da vinci assisted sacrocolpopexy, the patient side cart (psc) collided with an overhead light causing the boom cover to fall off and injure the circulating nurse. The nurse sustained a small laceration below her left eye and was treated with ice compress and a 20-minute rest period. Though the fallen cover also damaged the boom-controlling joystick knob, the sterile field was not contaminated, the functioning of the psc was not affected, and this was not the result of a da vinci product malfunction.

Manufacturer narrative:
Based on the current information provided, intuitive surgical, inc. (Isi) cannot determine the cause of the collision and subsequent damage. However, the customer denies it was the result of a da vinci product malfunction. An isi field service engineer (fse) replaced the joystick and cosmetic boom cover during a site visit and the system has been verified as ready for use. A system log review did not reveal any system errors that would have caused or contributed to the reported event.